Event description:
It was reported when the device was used in a laparoscopic hernia repair, it fired malformed staples. Another device was used to complete the case. There was no patient consequence.